Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the device history record, quality control, and visual inspection of the device was conducted during the investigation. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The product was returned and visual examination confirms the presence of several foreign substances within the sealed package. Due to the outer packaging not appearing damaged, the root cause is most likely packaging. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, prior to patient contact, an unknown foreign matter that was black in color was observed to be inside the product packaging. The device was unopened; accordingly, no patient adverse events resulted from the product problem. The device has been for returned for evaluation, but as of the date of this report, the investigation is still in progress.

Manufacturer narrative:
A review of the complaint history, device history record, drawings, documentation, manufacturing instructions (mi), specifications, quality control (qc) data and visual inspection of the device was conducted during the investigation. The product was returned and visual examination confirms the presence of foreign matter within the sealed package. Review of mi, qc, and package specifications show that there are procedures in place to identify foreign matter before shipping. Additionally, validation procedures are in place to verify foreign matter is removed from the catheter before packaging. The device history record was reviewed and found no nonconformances. A search of our complaint records determined that there is no other complaints on this lot. There is no evidence to suggest that non-conforming product exists in the field. With visual evidence of foreign matter within the sealed package, the root cause is manufacturing related. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.